Event description:
It was reported that there was atrial lead warning and the bipolar impedance was low. It was also noted that the unipolar impedance was higher than the bipolar impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk data shows atrial lead alert time on (B)(6) 2011 1:55 pm. The atrial impedance at implant was 299 ohms, and the atrial lifetime impedance maximum/minimum was 362/253 ohms.